Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, after the valve was partially deployed, a decision was made to recapture and reposition the valve. During the attempted recapture, the blue deployment handle split in half and nearly came off of the delivery catheter system (dcs). A decision was made to manually hold the two pieces together and continue recapturing the valve. The valve and dcs were withdrawn from the patient. It was reported that the valve was able to be deployed with the broken dcs outside of the patient. The valve was loaded onto a new dcs and successfully implanted. It was reported that accurate loading of the valve was confirmed with visual, tactile and fluoroscopic examination prior to the implant attempt. No adverse patient effects were reported.